Event description:
It was reported that during a myocardial ablation procedure to treat a paroxysmal atrial fibrillation an intellamap orion catheter was selected for use. Immediately after starting the ablation on the left pulmonary vein, the blood pressure began to drop and the patient had a cardiac tamponade. Pericardiocentesis was performed to treat the issue. After this, noise was noticed on the stablepoint, so the catheter was replaced and the procedure was completed. The patient condition is currently being examined. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Based upon analysis of all available information, bsc investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the stablepoint catheter. While catheter signals were mentioned, they occurred after the tamponade. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The stablepoint catheter instructions for use state "adverse events which may be associated with catheterization and ablation include: tamponade".